Event description:
Laser stone extraction - 200 micron laser fiber (lot a 1504-165) broke at point of entry into cystoscope, retained fiber removed from the cystoscope. Another 200 micron fiber was used (lot a1504-165) the same breakage occurred. Rn stated that the acmi company has had fiber problems reported and is stopping production on the 200 fiber. No recall on the 200 fibers was sent by the company.